Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the device was explanted due to infection.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.